Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® dryseal flex introducer sheath (dsf). During the treatment, the left common iliac artery was highly tortuous and a radifocus guidewire was difficult to advanced. Two dsf devices were used in the left leg. Before inserting a contralateral leg into the left leg, an angiography using the dsf revealed a dissection in the left common iliac artery. A contralateral leg was implanted as planned and the dissection was covered. After all devices were implanted, a final angiography was performed. The dissection appeared to extend to the left internal iliac artery. Blood flow into the left internal iliac artery was no issue. The physician decided to monitor it.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation.